Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the set was defective, and the insulin was not making it to her body. The patient was hospitalized for diabetes ketoacidosis and she was throwing up. Her blood glucose level was 585 mg/dl at the time of hospitalization. The patient was hospitalized for 3 days and was released. No further information available.